Manufacturer narrative:
Calibration and qc were acceptable. The sample was spun for 3 minutes at 7200 rpm. The spin time may be shorter than recommended and the spin speed may be much faster than recommended. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed system checks and replaced tubing. He found the sample in question was from a 13 mm sample tube and the 13 mm tube adapter was not used. Per product labeling, "incorrect results and errors due to misaligned sample tubes: not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas e411 disk. The customer confirmed troponin qc passed prior to patient testing. The patient's initial troponin result was reported outside the laboratory. Due to the laboratory's procedure, the customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial troponin result was 0.119 ng/ml, and the patient's repeat result was <0.010 ng/ml. The customer determined the repeat result was correct and a corrected report was provided. The troponin reagent lot number was 520767 with an expiration date of 28-feb-2022.